Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation. Based on the results of the investigation, the front-panel indication turned off and an error tone sounded off because of a failure of the pressure sensor on the main board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation could not be confirmed. No abnormalities were found. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high flow insufflation unit experienced the alarm sound generating and the front panel was turned off. The user turned off/on the power and restarted to recover. The intended therapeutic procedure was completed using the same set of equipment. The event occurred during the procedure. There was no harm or injury associated with the event.